Event description:
It was reported that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. It was noted that the asymptomatic patient presented in clinic for a routine check. Accelerated battery depletion was noted. The device was explanted and replaced. The patient was stable.